Event description:
It was reported that the right atrial (ra) lead alerted for out of range impedance. Highly variant readings were noted. Atrial noise was found on some stored electrograms and there was question of a potential lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant : 694758 lead, implanted 2005-(B)(6). (B)(4)